Manufacturer narrative:
Date of event: no additional information was available. The device was returned to olympus for evaluation and the reported issue was not confirmed. The video connector had defects/deterioration of exterior parts. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the high-definition camera head presented a poor image due to a suspected disconnection. Noise ran through the image depending on the angle. No patient injury or procedure impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause could not be identified. Olympus will continue to monitor field performance for this device.